Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The associated wire guide was included in the return. It was observed that the blue switch and clear adapter were on the associated wire guide instead of the proximal end of the device. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not hold pressure and a leak was observed from a crack in the catheter. A visual inspection of the catheter showed a crack approximately 25.5 cm from the distal end. Kinks were also observed in the catheter approximately 35.5 cm, 39.6 cm, 69.6 cm and 72.9 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the balloon failed to inflate due to a crack in the catheter. The additional information received indicated that the balloon was used to dilate a transgastric drainage between stomach and pancreas and gaining access to the site was difficult. Use of the balloon to dilate a transgastric drainage is against the intended use of the device and the most likely cause for the reported observation. The intended use in the instructions for use state: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use state: "do not use this device for any purpose other than stated intended use." The additional information also indicated that negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. This is another likely cause for the reported observation. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The instructions for use also advise the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure during general handling or during difficult advancement. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used off label and negative pressure was not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic to dilate a transgastric drainage between stomach and pancreas[off label use]. The team was not able to dilate the balloon. The physician thinks that the balloon-catheter kinked when they proceeded with the balloon. They had, before using the balloon, given oil (mct-oil, fresenius) into the working channel of the scope and lubricated the balloon. When they wanted to inflate the balloon, over the luer-lock connector, water came out of the distal end of the catheter and the balloon was not inflating. Then, they removed the wire lock from the wire guide channel and tried to inflate this way without success. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.